Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported poor aspiration of the probe cutter during a retina procedure. Therefore, the surgeon performed a priming test using the same pak and it did not prime. The pak was replaced and it did prime. In the meantime, a choroidal hemorrhage occurred in the pt's eye. The surgeon reported that the choroidal hemorrhage occurred because it took 10 minutes to replace the pak. The surgery was completed by injecting silicon oil. Add'l info has been requested for this case, however, no response has been received from the reporter.